Manufacturer narrative:
Nova biomedical awaits the return of the device for evaluation. Should any significant findings be a result of that investigation, a follow-up report will be filed.

Event description:
It was reported to nova biomedical that a consumer received back to back blood glucose readings of 27 mg/dl and 74 mg/dl on her blood glucose meter. An additional test on the meter gave blood glucose readings of 58 mg/dl and 100 mg/dl. The difference in the readings was determined to be clinically significant. The meter will be returned for evaluation.